Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock for atrial flutter after the implantable cardioverter defibrillator (ICD) detected as ventricular fibrillation (vf). There was an alert for oversensing/noise on the right ventricular (rv) lead. The far-field electrogram did not match the near-field electrogram. It was further noted that the rv lead had dislodged. The lead was turned off until a lead revision procedure could be performed. The rv lead was repositioned and both the lead and device remain in use. No further patient complications have been reported as a result of this event.